Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not shock the patient during a cardiac arrest. The physician and nurse reported that the patient involved demonstrated a shockable rhythm. It was reported that when the shock was not delivered, they checked all connections and pads and charged the device again. The device delivered a shock. Then again the device failed to deliver a shock a second time and disarmed itself. They attempted to charge twice more and a shock was finally delivered. A second defibrillator was obtained but not used to treat the patient. The physician and nurse reported in their opinion the patient's outcome would have been no different if the device had performed as expected. Additional information has been requested.

Manufacturer narrative:
The field service engineer (fse) was dispatched to contact the customer. Biomed tried testing the device with a defib tester on different energy levels and could not find any problem (10-15 min). The device passed the self test and all was good. The device was sent to bench repair on (B)(6)2017. The fse and bench repair reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.